Event description:
Through surgeon discussions of another case, one of the surgeons reported a patient experiencing severe bleeding upon removal of a double nuss-bar in a (B)(6) year old patient after 3 years in situ. The surgeon states the patient lost a lot of blood, the surgeon was able to stop the bleeding and the patient was admitted to the intensive care unit.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.